Event description:
(B)(4): it was reported that a visum halogen surgical light was unable to power on or be controlled. It was further reported that the connection, where the power cable and receptor for the cable on the power supply box of the light, was melted. There was no reported pt involvement and no reported adverse consequences.

Manufacturer narrative:
There was no reported pt involvement, therefore, no pt data exists. The part number referenced is for the power supply box, which is the component identified as having the alleged evidence of melting. However, no serial number label was reportedly present on the component. Evaluation summary: a stryker field service technician evaluated the device while repairing the power supply box (psb). During evaluation, it was noticed that there was evidence of melting on the power cable and receptor. The melting was potentially caused as a result of arcing between the power cord and the receptor which generated heat. The arcing was most likely due to the power cable not being fully seated into the receptacle. There was no pt involvement and no adverse consequence reported. The psb and cables were replaced and the device returned to service.